Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable root cause may include connection issues or component failure. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that while treatment the patient took a shower and the pico pump was disconnected even when the nurse believed that the tubing was covered, after the disconnection all the pico lights were illuminated, batteries were charged but the device still not working. It is unknown how the treatment was completed; no patient injury, delay or other complications were reported.